Event description:
The patient's doctor reported that she had patient that was in a house fire and had a vns. She said that the patient was seizing. No further relevant information has been received to date.